Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, carefusion tijuana has been listed and the carefusion tijuana FDA registration number has been used for the cfn\fei #. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified sec tubing back filled into the primary saline line, even though it was hung above it and positioned correctly in the pump. The following information was provided by the initial reporter: "where a secondary medication line back filled into a primary saline line, even though the secondary was hung above the primary and was positioned correctly in the pump (the pump was off). The staff expressed they had never seen that before and was concerned about the tubing."

Event description:
It was reported that the unspecified sec tubing back filled into the primary saline line, even though it was hung above it and positioned correctly in the pump. The following information was provided by the initial reporter: "where a secondary medication line back filled into a primary saline line, even though the secondary was hung above the primary and was positioned correctly in the pump (the pump was off). The staff expressed they had never seen that before and was concerned about the tubing"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07/06/2020 investigation conclusion it was reported that the secondary medication back flowed into the primary line. Received one used primary set model 2426-0007 lot 20036824. The secondary set, pcu, and the pump device were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve (p/n 630-00327) was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Functional testing was performed by attaching model 2426-0007 to one lab IV bag filled with water. A secondary lab set spiked to one lab IV bag filled with blue dye water was attached to model 2426-0007 and were setup per bd alaris products secondary set-up tip sheet. One 18g cannula was attached to the primary set¿s male luer. The sets reprimed via gravity and it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. Functional testing, water test, and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample is also subjected to re-inspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane or disc pinch can cause a valve to remain open allowing backflow to occur. Bd manufacturing was notified of the component failure and a quality systems supplier notification memo was issued to the supplier (itw). Memo attached to trackwise file. Equipment used (measurement and testing performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record for model 2426-0007 with lot number 20036824 was performed. The search showed that a total of 34,563 units were built in 1 lot on 24mar2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report that the secondary medication back flowed into the primary line was confirmed. Previously investigated complaints for the same failure mode determined that the root cause of backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown.